Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The physician went in through the wrist to deliver a 38mm taxus liberte to the 90% stenosed target lesion located in the mildly calcified and moderately tortuous right coronary artery (rca). The lesion was predilated and as they were trying to deliver the stent it came off the balloon in the ostial of the rca due to the vessel tortuousity and the long length of the stent. An unspecified balloon was advanced over the wire to the stent and dilated a few atm's to capture the stent. They were able to bring the balloon and stent all the way back to wrist but were not able to pull the system through the sheath and the stent stripped off the balloon. The patient had to be taken to surgery and the stent was successfully removed. The stenting procedure was successfully completed later the same day. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).